Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was no motor noise with basal delivery. The reporter stated that the ¿pump is not pumping at all with basal¿. Reportedly, the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no signs or symptoms of hyperglycemia. The patient had reportedly lost confidence in the product and requested the pump be replaced. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the motor was not functioning as expected during basal delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.